Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise signals on both right ventricular (rv) lead and left ventricular (lv) lead with one signal being oversensed. There was no pacing inhibition or asystole. The lead remains in service. No adverse patient effects were reported.